Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the device was explanted due to a non-device related infection (date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2018.